Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n153694, implanted: (B)(6) 2009, product type: accessory. Product ID: 8578, lot# n153694, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709, lot# l36861, implanted: (B)(6) 1996, product type: catheter. (B)(4)

Event description:
Information was received from a company representative (rep) regarding a patient receiving baclofen 2000 mcg/ml (dose 1181.5 mcg/day) via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity and spinal cord injury/spinal cord disease. A volume discrepancy was reported. The actual residual volume (arv) was zero milliliters (mls) and the expected residual volume (erv) was 6.4 mls. Both the pump and catheter were replaced on (B)(6) 2015 and the pump and catheter connector piece were sent back for analysis. Patient symptoms were not reported. On (B)(6) 2015, additional information was received from a rep indicated he was made aware of the possible discrepancy during the replacement procedure by the healthcare provider (hcp).

Manufacturer narrative:
Correction: "date recvd by MFR": for the follow-up report sent earlier today is being corrected from 2015-12-05 to 2015-12-04.

Manufacturer narrative:
(B)(4).